Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that stent damage occurred. The physician was attempting to place a taxus express2 2.50x16mm drug eluting stent. However, during introduction, the stent was caught on a y-connector and was lifted. The procedure was completed with another of same device. No pt complications occurred and pt status is good.

Manufacturer narrative:
.